Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The healthcare provider does not have the complete device information for the reported device. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with new leads. During the procedure, the physician saw a break on the proximal end of the lead. Reportedly, therapy has been resumed.